Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
It was reported by the customer that device has a power on issue. There was no report of pt involvement.